Manufacturer narrative:
Date of event: the exact date of the event was not reported. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits mild devitrification at output window. The metal cap exhibits severe mild char on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, analysis identified that the fiber is broken within the white tubing at 5.0 cm from control knob, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer flow tubing open end exhibits minor scratch marks. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on the observed fiber break, an evaluation conclusion code of unintended user error caused or contributed to event, was assigned to this investigation. Excessive bending likely occurred during the procedure.

Event description:
Analysis of the returned device identified that the fiber was broken within the white tubing. No procedure and customer information was provided with the returned fiber.